Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters' needles cracked during the insertion. The following information was provided by the initial reporter: "the cardiovascular short stay department said that the needles have bent, cracked or twisted during insertion."

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters' needles cracked during the insertion. The following information was provided by the initial reporter: "the cardiovascular short stay department said that the needles have bent, cracked or twisted during insertion."